Manufacturer narrative:
Pr 10107479 follow up for device evaluation. It was reported one syringe has a large piece of plastic between the plunger and tip, and the other syringe has a loose brown particle behind the plunger. To aid in the investigation, two samples with no packaging and four photos were provided for evaluation by our quality team. A visual inspection was performed, and one syringe has a piece of syringe barrel flange in it. The other sample has no defects or imperfections. The four photos provided show the syringe with the piece of plastic in it, a brownish colored particle, and bunch of plastic. No other information could be obtained from the photos. The plastic foreign matter defect could occur if there was a jam during the assembly process. To determine a probable root cause for the brown particle, the actual physical sample analysis would be required. A device history record review was completed for provided material number 301031, possible lot numbers 2032050 and 2032058. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the alignment of the rails and conveyors was completed. The alignment was correct, and the flow of product was good. To date, there have been no other similar events reported for these lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. We have received a complaint from a syringe user with two different reports. One has a large piece of plastic between the plunger and tip, i.e. In the liquid path (see photo 1). And for the other, there is a brown particle (loose) in the piston, behind the plunger (see photos 2 and 3). Both abnormalities were found before filling, i.e. Before use. No patients were involved. Unfortunately, we did not detect this during packaging and so these syringes reached the customer. Item number: 301031 (20 ml ll bns). Batch numbers: 2032050 & 2032058 (not possible to discover which batch it is exactly) event date: 19-04-2024. The brown particle is loose in the syringe and may fall out. In that case, the particle is in the bag. It is tightly wrapped around it. Particle can be identified by the attached photo.

Event description:
We have received a complaint from a syringe user with two different reports. One has a large piece of plastic between the plunger and tip, i.e. In the liquid path (see photo 1). And for the other, there is a brown particle (loose) in the piston, behind the plunger (see photos 2 and 3). Both abnormalities were found before filling, i.e. Before use. No patients were involved. Unfortunately, we did not detect this during packaging and so these syringes reached the customer. Item number: 301031 (20 ml ll bns) batch numbers: 2032050 & 2032058 (not possible to discover which batch it is exactly) event date: 19-04-2024. The brown particle is loose in the syringe and may fall out. In that case, the particle is in the bag. It is tightly wrapped around it. Particle can be identified by the attached photo.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.